Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "an anatomic-based approach for the placement of implantable loop recorders." Pace pacing clinical electrophysiology september 1;33(9):1149-1152.

Event description:
A journal article was reviewed that contained information regarding this implantable loop recorder. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: over/undersensing, pain at the implant site, infection, autoactivation, noise, and unacceptable amplitude. Device status is unknown. No patient complications were reported as a result of this event.